Event description:
Related manufacturer report numbers: 3004617090-2018-00010, 3004617090-2018-00011. During a bi-polar ablation procedure, the probes connected to ports 1 and 2 did not reach temperature and one of the probes melted. The probes were replaced, the generator was power cycled, and the outlet changed, but the temperature issue remained. The procedure was cancelled, but there were no adverse patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. No accessories or original packaging were available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the generator and a successful power on self-test was observed. System logs from the reported event date have been reviewed which indicate multiple and repeated ¿thermocouple¿ error messages. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined. No melted components were identified and no irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.